Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was defective. No patient involvement.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit is defective. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit and was not able to replicate the reported failure. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a.